Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
Doctor reported loosening of screw of monolithic crown at tooth site 26. Crown was screwed on (B)(6) 2017. A new screw was placed on (B)(6) 2023.